Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 84 mg/dl. He retested and rec'd a reading of 52 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Troubleshooting showed the system to be operating as designed. The customer was satisfied, and no product will be returned for eval.